Event description:
The home patient (hp) reported receiving an unknown "reload the set" alarm and that the cassette was leaking around a loose tubing when she pulled it out. The hp stated she started over with new supplies and has resumed therapy. This was a one time occurrence. No patient injury or medical intervention was reported. No further information is available.

Manufacturer narrative:
(B)(4). The sample was not returned. This report of a reload set alarm (other) was not confirmed and the cause was not identified because the sample was not returned for evaluation. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.